Event description:
It was reported that pump experienced malfunction with code malf 6 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy.